Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the following information via e-mail: "I was not given much information over the phone. I called back and the provider did not remember which patient had this question either. Unknown patient name, contact info or date of birth (dob). Provider and I were first notified of the issue on (B)(6) 2025. Unknown ins serial number (sn) and implant date. Por likely caused by depleted rechargeable battery because patient did not recall charging their device for quite some time. Patient was taught how to use recharger and this issue is resolved."

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller contacted by an healthcare provider (hcp) at the clinic about seeing a por message when interrogating a device. Technical services (tss) reviewed potential causes and that most common cause would be ins becoming depleted. The caller said this had occurred with this patient a few times over the past few months. The caller didn't have any patient information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.